Event description:
As reported by the edwards field clinical specialist, following deployment of a 23 mm sapien valve via a transapical approach, it was observed that the left coronary cusp (lcc) was possibly obstructing the left main (lm) coronary artery. A stent was placed in the lm and the patient was noted to be in stable condition post procedure. An aortic root injection was performed during balloon aortic valvuloplasty (bav) with an edwards 20x3 balloon, and it was observed that the lcc was possibly obstructing the lm, so the physician decided to prophylactically position a resolute des stent in the left anterior descending (lad) coronary artery. After the guiding catheter for the stent was pulled back to ensure that it was not trapped by the sapien valve, the sapien valve was successfully deployed in a 50:50 position. Post valve deployment, no aortic insufficiency was noted. However, the physician noticed the lm did not have the same appearance as baseline, possibly due to leaflet obstruction. The physician felt that it was safest to deploy a stent in the lm in case the left coronary leaflet was causing an obstruction. After the stent was deployed the tavr procedure was completed normally. The patient left the room intubated but otherwise in stable condition, and was transported to the ICU. The native aortic annular diameter was 16 mm x 23 mm (area 324) by CT. The native aortic valve was severely calcified with bulky calcification noted on the leaflets. The aortic root was mildly calcified. The sinus of valsalva (sov) diameter was 25 mm x 28 mm. The distance from the annulus to the coronary ostia was approximately 12 mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per the implanting physician, since the left coronary cusp (lcc) moved close to the lm during bav, the physician thought that the lcc or a calcium nodule may have contributed to a narrowing of the lm and it was safest to place a stent as the lm appeared to be slightly obstructed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Imaging from the tavr procedure could not be obtained for review. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the cause of the slight coronary obstruction cannot be confirmed. However, a combination of patient (narrow sov, bulky native leaflet calcification possibly obstructing the lm) and procedural factors (possible valve over sizing) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.